Event description:
Device 1 of 2. Reference MFR report#: 16287487-2013-23290. It was reported the patient ceased using his scs system due to inadequate pain relief. The patient indicated he has not charged his ipg in over a year and his ipg will not communicate with external devices. Surgical intervention will take place at a later date to address this issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.